Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Onset date of pain? Please describe ¿partial rejection of the tape¿. How long after initial procedure was it found that the mesh partially rejected. Describe any medical/surgical intervention including reason, dates and surgical findings. Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a partial rejection of tape and pain. The patient underwent a total mesh removal. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Corrected patient codes: (B)(4) ¿ surgical intervention. Additional information was requested and the following was obtained: event date: (B)(4) 2018. Current location of device: out of body date of incident: (B)(4) 2018. Details of incident: partial rejection, pain. Small mesh exposure, suburethral action taken: total removal of tape/mesh the patient demographic info - age, weight, bmi at the time of index procedure: age (B)(4), weight (B)(4), bmi (B)(4) date and name of initial surgical procedure: (B)(4) 2017: insertion of tvt exact, cystoscopy + perineorrhaphy the diagnosis and indication for the initial surgical procedure: (B)(4) 2017 . Onset date of pain? No pain please describe ¿partial rejection of the tape¿: small, 3mm of tape exposed how long after initial procedure was it found that the mesh partially rejected: 8 months describe any medical/surgical intervention including reason, dates and surgical findings: tried oestrogen which didn¿t help other relevant patient history/concomitant medications: warfarin, age (atrophy) what is the physician¿s opinion as to the etiology of or contributing factors to this event: atrophic tissues what is the patient¿s current status? Well